Manufacturer narrative:
The actual sample was returned for evaluation. Visual examination revealed that the fixation tab of the suture was damaged, but the nucle tab was in good condition. In addition, the nucle of tab have marks, that appears to be from a needle holder. The attachment of the needle was reviewed and no anomalies were noted. However, the needle has marks by the use of a needle holder.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion/plif procedure on (B)(6) 2016 and barbed suture was used to close the fascia layer. During the procedure, after first pass through intact tissue, the surgeon went to approximate the edges and the the tab on the suture came off. It is unknown how the procedure was completed. There were no patient consequences reported.